Event description:
It was reported that a polaris ultra ureteral stent was used during a ureteroscopy procedure to treat stones in the ureter performed on (B)(6) 2023. During insertion, they had difficulty passing the stent through the guidewire and the stent was found kinked. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent kinked, inside the patient.